Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the device shuts down it freezes but the clock is still running. The customer reported that there was no patient involvement.